Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (53 mg/dl). Reportedly, the customer delivered a bolus for a meal; however, did not end up eating the meal at the time initially intended. Customer ate food to address low bg levels.